Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer eclipse blood collection needle experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated the "non patient needle sleeve would not recover and caused leaking into the holder. Gray rubber stopper is faulty and will not move back down when blood tube is attached. This is causing blood to spill into the holder. This happened on several patients and no patients were harmed."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated the "non patient needle sleeve would not recover and caused leaking into the holder. Gray rubber stopper is faulty and will not move back down when blood tube is attached. This is causing blood to spill into the holder. This happened on several patients and no patients were harmed.".

Manufacturer narrative:
Investigation summary: bd received 3 samples from the customer for investigation. 3 samples were evaluated by visual examination and the indicated failure mode for sleeve recovery and leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.